Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the confirmation ECG for PICC placement seems to not be picking up. The bottom yellow ECG is not turning green on p wave confirmation. The reported issue is unconfirmed. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation.the device was serviced, tested and returned to the customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
The confirmation ECG for PICC placement seems to not be picking up. The bottom yellow ECG is not turning green on p wave confirmation. (B)(6) 2020- additional information: we have had to confirm with chest exrays and the piccs have been in the correct position. The p wave is not changing in size to measure depth as we check placement. The pts ECG ( the white line) is fine. We have done multiple piccs with this issue ¿so not the PICC wire. Ultrasound probe is good.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The confirmation ECG for PICC placement seems to not be picking up. The bottom yellow ECG is not turning green on p wave confirmation. On (B)(6) 2020- additional information: we have had to confirm with chest exrays and the piccs have been in the correct position. The p wave is not changing in size to measure depth as we check placement. The pts ECG ( the white line) is fine. We have done multiple piccs with this issue. So not the PICC wire. Ultrasound probe is good.